Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system showed "sr manager error" on start up. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer boots normally to the application screen. Confirmed the insufficient space error while trying to install the cranial 3.1 program. This is a software issue. No fault found with the computer hardware. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that software was deleted to free up space. This solved the issue and the system rebooted successfully several times. An attempt was made to reinstall software but there was not enough disk space. The computer was replaced and the issue resolved. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.